Manufacturer narrative:
E1: initial reporter facility name and address: (B)(6). Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from a prismaflex st150 set during continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.